Manufacturer narrative:
(B)(4). Batch # n53v63. Additional information was requested and the following was obtained: when you stated "as if the staples would have fallen out of the reload before firing", did the staples fall out of the reload after it was loaded into the device? According to the scrub nurse, the staples came out of the reload after loading it into the device. If yes, when was the staple retainer cap removed? The nurse is not sure when she removed the safety cap. Usually right before handing it to the surgeon. When the device blocked, did it not fire? The device did not fire according to the nurse. I could not verify if the reloads were used or not. Did the device not deliver a staple line or cut line? According to the nurse the device would have blocked before firing so no, it did not deliver any staple line. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the scrub nurse described the event as if the staples would have fallen out of the reload before firing; the device blocked after closing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.